Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Reportedly, the customer loaded cold insulin into the cartridge and did not perform air removal step. Customer¿s blood glucose was 310 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.